Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
Information was received indicating that the 840 ventilator had blank and inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.